Event description:
Diagnostic impressions: successful closure of pfo with 25 mm aga amplatzer pfo device. Delivery sheath resulting in air embolization to the left atrium and appendage with distribution into the right coronary artery precipitating complete heart block, vt arrest times three, and intubation. History of cva.